Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a revision surgery took place in which lordotic interbody spacers were removed. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2017-00060 and 3004774118-2017-00061).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. During the revision the surgeon noted loose set screws as well as loss of fixation of some pedicle screws with the bone. No noteworthy damage or markings were found on the pedicle screws or interbody spacers. There was no damage to the threads of the set screws noted however two of the set screws showed markings on the bottom face that might indicate inadequate contact with the rods. It is likely that loosening of one or more of the set screws factored into the failure of the overall construct.

Event description:
On (B)(4) 2017 it was reported to k2m, inc. That a revision surgery took place in which lordotic interbody spacers were removed. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2017-00060 and 3004774118-2017-00061).